Event description:
Caller reports the patient tested 1.3 inr on the coaguchek xs system and 1.79 inr on a comparison lab. No action taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.